Event description:
Same case as MDR ID#2134265-2009-03944. It was reported that following a drug eluting stenting treatment procedure myocardial infarction and thrombosis occurred. The index procedure was indicated due to angina and a positive stress test. The 70% stenosed target lesion was located in the mid left anterior descending artery. A 2.5x24mm taxus express2 drug eluting stent (des) was deployed in the distal half of the lesion. A second 2.5x24mm taxus express2 des was deployed in the proximal half of the lesion overlapping the previously implanted stent. The stents were postdilated with the stent delivery balloon. A 1.5x12mm non-bsc balloon was used to dilate the diagonal artery. No patient complications were reported. The patient was discharged the following day on plavix. Two days later, the patient presented with chest pain; however, angiography demonstrated nomal left ventricular function, ejection fraction 70%, a widely patent lad stent, timi 2-3 flow. It was felt that medical therapy should be pursued. The patient was discharged on plavix. In (B)(6) 2006, the patient experienced acute onset of substernal chest pain with nausea, vomiting and diaphoresis. An acute anterioseptal myocardial infarction secondary to thrombosis was noted in the previously implanted stents in the lad. The thrombosis was treated with angioplasty and the implant of an unspecified taxus des implanted in the proximal lad. It was noted that the patient had discontinued plavix 2 weeks prior to the event. In (B)(6) 2008, the patient presented with breathlessness and chest pain. The 70-75% stenosed, eccentric, target lesion was located in the mid rca. There was also a 90% stenosed lesion at the ostium of the pda. The pda was treated with the implant of a 2.5x12mm non- bsc des. The mid rca was treated with the implant of a 3x12mm non - bsc des. The lad stents were patent. The patient was discharged on plavix. In (B)(6) 2008, the patient presented with chest pain. The 80% stenosed target lesion was located at the proximal edge of the previously implanted pda stent. Angioplasty was performed and a 2.5x8mm non- bsc des was implanted to treat the target lesion. The lad stents were patent. The patient was discharged on plavix. In (B)(6) 2009, the patient presented with chest pressure. Angiography revealed patent stents in the lad and continued medical management was prescribed.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).